Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. During interrogation, vector express ran and it was determined that the lead had dislodged. A chest x-ray confirmed that the lead ¿pulled back¿ into the coronary sinus. The physician elected to revise the lead. During repositioning, the wire broke off into the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.